Event description:
The service repair technician (srt) reported that during routine testing (release verification testing) of the device at the service center, the light emitting diode (led) portion of the flow pod worked, but flow sensor portion does not read output flow. The flow module belongs to the service test system. There was no patient involvement.

Manufacturer narrative:
The service repair tech (srt) confirmed the reported complaint. The flow module is not repairable. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental repot will be filed accordingly.